Event description:
It was reported from japan that during an arthroscopic rotator cuff repair procedure for shoulder rotator cuff tear, it was found that while using the 5.5mm healx adv sp bioc anchor device it was reported that this was an arcr for shoulder rotator cuff tear performed. The anchor in question was intended to be used as an outer anchor in accordance with bridge technique. The suture of the anchor and the tape were loaded through the kite. The surgeon attempted to insert the anchor in question into the proper place; however, the suture and the tape became entangled in the soft tissue and anchor insertion did not go well. The sales rep suggested the surgeon to start over. When the surgeon attempted to pull the inserter to remove, the anchor part of the tip came off the inserter. A new same device was used for surgery. The repair was performed properly. The surgeon inserted the anchor without a cannula, so that the surgeon suggested the use of a cannula. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown at this time. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was unknown in the initial report and has been updated accordingly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.